Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the little seal inside where reservoir goes has broken again. Troubleshooting was performed for damage and noticed the black o-ring near reservoir compartment was missing and the reservoir fell out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked reservoir tube lip. No broken reservoir tube lip or missing reservoir tube o-ring noted. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2017.